Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a healthcare professional (hcp). The patient was implanted with a neurostimulator for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stimulation. The patient confirmed that they had 2 implantable neurostimulators implanted from 2012 and 2014. The patient stated that they had a previous full body MRI scan and asked if this could stop the device. The patient indicated that about a month after their previous MRI their device stopped working. The patient was in formed that an MRI of any body part beside the head may cause device damage or harm them. The patient noted that the implantable neurostimulator that stopped working was the one on the right side prior to the one they currently have implanted at the time of report.